Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient¿s pump was empty and the patient was in pain. It was noted that they were calling the patient¿s managing healthcare professional¿s (hcp) office and were trying to get the records sent to the potential new managing physician¿s office but they were getting a recording stating to leave a message and then it said ¿we are sorry, you are not able to leave a message.¿ an out of box failure was not reported and a medical or therapy problem associated with small parts was not reported. It was also noted that the patient moved and that the hcp they had lined up to fill the pump had not yet received the medical records from the clinic. The date of the patient being in pain was not reported. It was indicated that the pump was empty four to five days before (B)(6) 2017.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was empty as the patient could not find a managing physician to refill the pump. The patient had checked with two doctors and was waiting to hear back. One doctor said it would be (B)(6) before they could see the patient. The pain had not resolved and the patient had ¿lost it¿. The patient was taking oral medication for the pain. The empty pump and the pain had not resolved.

Event description:
Correction: the previously submitted regulatory report indicated additional information was received from a healthcare professional (hcp). The correct information is the additional information was received from a consumer.